Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number:(B)(4).

Event description:
It was reported that a 275cc mentor memorygel breast implant experienced rupture pre-operative. Per physician, the implant ruptured upon opening. No procedural delay or patient consequence was reported.

Manufacturer narrative:
Additional information was received on 9/22/2020, the mentor failure analysis lab has received the device for evaluation. The investigation of the returned device was completed by the failure analysis lab on 9/30/2020. Device evaluation summary: according to the information received, the implant was ruptured upon opening. During the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Leak testing was performed, according to mentor procedure, and it revealed a tear on the anterior view measuring approximately 0.2cm. Microscopic examination of the edges of the tear revealed parallel striations that are consistent with markings made by a sharp instrument perforating silicone material. Manufacturer¿s reference number: (B)(4).